Manufacturer narrative:
The device is expect to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The secondary tubing set was being used for a piggyback delivery of an unspecified concentration of an iron dextrose solution and was connected to an unspecified primary tubing set. The primary tubing set was being used to deliver an unspecified solution. It was reported that the secondary solution container was "raised to the appropriate level"; however, the solution did not flow from the secondary container. The secondary tubing set was removed from the secondary solution container. The secondary solution container was then connected directly to the primary tubing set and the delivery was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.